Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no meter blood glucose communication now. Customer's blood glucose at time of incident was 33.0mmol/l. Customer history it is not showing up and try to bolus it wouldn't let him give him a correction dose because his blood glucose not transfer to pump. Customer was advised that he has different meter and she will need to programmed that meter in pump, trying to it communicate. Customer will manually submit his blood glucose in pump to treat her now.